Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 400's (mg/dl). Reportedly, the customer changed out all the supplies and administered a correction bolus. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.